Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon gets stuck - vagina [foreign body in reproductive tract]. Tampon string breaks [device breakage]. Applicator and string is flimsy [device physical property issue]. Case narrative: consumer reported via r&r that the applicators are flimsy and the string breaks. No serious injury reported.